Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge ipg. No device malfunction suspected. The patient underwent an ipg revision procedure wherein it was replaced with a non rechargeable ipg. The patient was doing well postoperatively. The explanted ipg will not be returned.